Manufacturer narrative:
(B)(4).

Event description:
It was reported that, at 41,835 joules used and 9:54 minutes expended, during a prostate procedure while using the surgical fiber the laser beam began to exit not only at the side but also at the tip of the fiber. The fiber was replaced and the procedure completed using a second surgical fiber. The fiber tip was not cleaned during the procedure. There was no patient injury reported.

Manufacturer narrative:
Device available for evaluation updated, device codes added, device evaluated by manufacture updated, evaluation codes added. Product evaluation: failure analysis for fiber (B)(6): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits signs of crystal deposits on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased red octagonal sign and blue arrow indicator, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.